Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hose thermistor cable connection was very sensitive. The contact from the hose came loose and the heater stopped. There is nothing to keep it in place, and a small disconnection of just 1 mm is enough for the machine to shut down. There was patient involvement, but no injury.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.